Manufacturer narrative:
Visual inspection shows no visible damages and no manufacturing abnormalities were found. The warranty seal is broken, the controller was opened; during functional evaluation, the controller doesn¿t work. The fuses were burnt. The fuses were replaced and the system was powered up and performed as intended; there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the cii was powered and worked properly during the set-up. Wands, irrigation and footswitch were attached. The machine made some electric sound then it turned off. After this, there was no sign of electric input and could not be use in the case. No patient injury reported.